Event description:
Adverse event(s): ¿no patient injury reported¿ (no consequences or impact to patient). Product problem(s): ¿failed to prime¿ (failure to prime). Facility reported during priming the console failed to prime and a system message was received. The fluidics buttons on the screen were grayed out and the scrub nurse noted that bss had drained into the bag. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).